Manufacturer narrative:
Pt age: unknown. Pt gender: unknown. Initial reporter phone number: (B)(6). (B)(4). The device manufacturing record was reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Based on the manufacturing record review the documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection under a microscope revealed fibers, particles and stains that could be related to handling the lens in a non-sterile environment. The returned lens had a detached haptic that could be related to the handling of the unit during the removal and replacement process. The complaint for detached haptic was verified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the haptic parted from the intraocular lens (iol) while going into the sulcus. It was stated that there was no patient injury. Followup information received on (B)(6) 2015 indicated that the lens was removed and replaced within the same procedure. The parted haptic had not entered the eye. The incision was enlarged and a vitrectomy was performed. No patient injury was reported. No further information was provided.